Manufacturer narrative:
The statement "no issues were identified during a review of the alarm trace data. " was incorrectly included on the initial MDR. The alarm trace did show sample aspiration issues.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. A general instrument or reagent problem could not be identified.

Manufacturer narrative:
This event occurred in (B)(6). Calibration signals were acceptable. No issues were identified during a review of the alarm trace data. The customer spun the sample for 15 minutes at 3000 rpm. The centrifugation time may be too long and the speed may be too high. The field service engineer (fse) replaced the measuring cell and decontaminated the procell circuit.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys ft4 iii (ft4 iii) on a cobas e801 module. The initial result was 5.01 ng/dl. This result was reported outside of the laboratory. On (B)(6) 2019 the sample was repeated with a result of 1.38 ng/dl. On (B)(6) 2019 a new sample was obtained and the result was 1.39 ng/dl. There was no allegation that an adverse event occurred. The ft4 iii reagent lot number was 380330 with an expiration date of 12/31/2019.